Event description:
It was reported that the patient developed a systemic infection and endocarditis. The implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were all explanted. The cause of the infection is not believed to be device or procedure related. The patient was stable post procedure.